Event description:
Same case as: 6000093-2006-02272. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The 80-90% stenosed lesion being treated was located in the non-tortuous proximal left anterior descending (lad) artery. The lesion was predilated with a 2.5x20 mm maverick balloon. The physician successfully implanted a 2.75x24 mm and 2.75x12 mm taxus express2 drug eluting stents. The stents were overlapping. Medication provided pre-procedure: plavix, mucimyst, and asa; during the procedure: ntg, angiomax, integrilin, and lopressor; post-procedure: asa, lipitor, amaryl, fosinopril, metformin, mvi, verpamil, and plavix. Four days after the initial procedure the patient presented with chest pain and burning, the patient had a myocardial infarction and was diagnosed with stent thrombosis in the proximal lad. The thrombosis was corrected with percutaneous coronary intervention (pci) and the placement of a 3.00x20 mm taxus liberte drug eluting stent. No additional patient complications were reported. Three attempts made to obtain additional information were unsuccessful.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.